Event description:
This case was initially received via regulatory authority ansm (reference number: r1715292) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("various health problems") in a (B)(6) female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). At the time of the report, the adverse event outcome was unknown. The reporter provided no causality assessment for adverse event with essure. The reporter commented: the patient stated to have various health problems, disabling her daily life for about 2 years. She was waiting for the removal of implants as she had an appointment at hospital (gynecological unit) for surgery date. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kgs. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: adverse event. The analysis in the global safety database revealed 22 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.